Event description:
It was reported dto ge that a patient complained of a burning sensation to her backside during a lumbar spine scan using a medical advance quad t/l coil on mr signa. The area was reddened. A doctor examined the area approximately ten minutes (10) after the scan and the reddening was improved; the patient siad the burning sensation was gone, but the area was numbdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.